Event description:
Reportability decision changed based on analysis completed on: 11 september, 2006. It was reported that during a procedure, the 2 cm peripheral cutting balloon ruptured at 4atms. The number of inflations and to what atms is not known. There was also a partial detachment of the blade, although it remained attached to the balloon. There were no pt complications, and post procedure results were reported as stenosis inferior at 20%. Add'l info provided states that this was an instant restenosis, with the lesion located at the entrance of the stent. There was one inflation and a 7 fr sheath was used. The directions for use of this product does not contain a contraindication stating that this device is not intended for expansion or delivery of stents.

Manufacturer narrative:
The analysis could not confirm a leak on the balloon; the balloon was inflated to 10 atm for two minutes with no issues noted. The analysis confirmed that one blade/ pad is 75% lifted off the balloon. On visual inspection of the balloon part of the pad was observed to be intact to the balloon surface on the proximal end. An indentation mark was evident where the blade/pad is missing. On closer inspection, it was noted that the blade that is lifted is fractured. The report states there was difficulty withdrawing back into the sheath. The directions for use states 'if resistance is encountered when removing the catheter through an introducer sheath or a guidewire through the catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel.' The blade possibly may have become partially detached while removing back into the guiding catheter. Add'l info including the sheath size was requested but not received. No root cause can be determined. A device history record review has been carried out on the reported lot eg5121 where no deviations in relation to this complaint were noted for the batch. No similar complaints for this batch have been reported.